Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified high glucose result on ADC device and it is unknown whether the customer noted a trend arrow on the device. Due to higher sensor scan results, the customer self-treated with 3 IU of insulin (type unknown). The customer then obtained unspecified finger-prick test and again self-treated with orange juice for the issue. There was no report of death or permanent impairment associated with this event.